Manufacturer narrative:
Bec cts (customer technical support) assisted the customer with troubleshooting. Cts had the customer open the hydropneumatic system and customer reported that the wash concentrate canister on the right hand side was bubbling out of the top. Cts assisted the customer to manually fill di (deionised) water reservoir and stop and home the system. This resolved the issue. No service visit was needed. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that liquid was bubbling from dilute wash canister in the unicel dxc 800 pro synchron clinical system. No injury or exposure was reported and no erroneous results were generated.